Event description:
Psa was connected to the ventricular lead and pacing for asystole. The psa was on a table and was not being moved when the screen changed to two lines and froze with no pacing output. Rebooting did not correct the situation. A second psa was used to re-establish a ventricular rhythm. The patient was without pacing support for approx. 30 sec. No adverse effects were noted immediately.